Event description:
Sorin group received a report that during a procedure, the speed of the s3 roller pump slowed down and then recovered back to the set speed. There was no pt injury.

Manufacturer narrative:
The manufacture date is unk. It will be provided when available. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service rep was dispatched to the facility to evaluate the issue. The service rep tested the pump and found that while adjusting pump speeds, the speed potentiometer was not functioning properly. The speed potentiometer was replaced and all subsequent testing found the pump to be working properly. The investigation is ongoing. A follow up report will be sent when the investigation is complete.